Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (false asystole event, adjust belt messages) has been confirmed. Upon investigation, the electrode belt pulse wire heat shrink had separated in the distribution node, causing the pulse wire to short with components on the distribution node pca. The root cause for the separated heat shrink could not be positively identified. The shorted pulse wire could not be ruled out as a potential contributing cause of the reported messages. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt was causing adjust belt messages and false asystole events.